Manufacturer narrative:
The report that during a power outage, the pumps became inoperable was confirmed in the logs. The customer also reported that after power was restored the pumps had to be reprogrammed, the restore functions was not an option. This the result of the nature of the malfunction or run time error which triggers a watchdog failure. While in alarm the pumps continue to infuse but the parameters cannot be edited and when the pcu is restarted the restore function is no longer available. The system malfunction was found to be the result of a system failure, error code 121.2000.2 (comm failure, psp comm subsystem). Testing performed on the returned pcu failed to replicate the malfunction. Testing performed on the returned pcu with two infusing pump modules utilizing an ac power cycler failed to replicate a 121.2000.2 (comm failure, psp comm subsystem). Further testing was stopped. The pcu power supply and logic board were damaged when the test leads shorted against a component on the pcu¿s power supply board. The probable cause that during a power outage the pumps became inoperable was found to be the result of an error code 121.2000.2 (comm failure, psp comm subsystem). The root cause of the error code 121.2000.2 (comm failure, psp comm subsystem) was not definitively determined. During testing the power supply and logic boards sustained damage from an electrical short caused by test probes. Further testing of the system in the original state could not be performed.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps rendering critical medical-life became inoperable. The infusion pumps containing critical drips shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. This heart transplant patient who was on multiple vasoactive drips and sedatives had those drugs turned off during the event and the pump shut down entirely. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Section a: although requested, patient demographics not provided.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps rendering critical medical-life became inoperable. The infusion pumps containing critical drips shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to 10 seconds. This heart transplant patient who was on multiple vasoactive drips and sedatives had those drugs turned off during the event and the pump shut down entirely. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there were no further details or information provided and no report of harm.